Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent failed battery and weak battery alarm after battery insertion due to corroded battery tube. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for failed battery. Blood glucose reading was 172 mg/dl. Troubleshooting was performed. Insulin pump alarmed for weak battery after a new battery was inserted after troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.